Event description:
Patient was scheduled to receive a tracheostomy tube. Writer was asked to ensure that the new tracheostomy tube and new percutaneous kits were available for the procedure as the team did not feel the old percutaneous kits were compatible with the new tracheostomy tubes. Writer did get all the appropriate equipment to the bedside. During the procedure the provider team call the writer back into the room to bring the old tracheostomy tubes and old kits into the room because the wire from the new kit had bent while trying to insert. An old kit along with the old (hospital recalled) tracheostomy tube was then brought to the bedside.